Event description:
Event description boston scientific received information that this implantable right ventricular (rv) lead exhibited noise on the rate/sense and shock electrocardiogram strips. Additional information was provided that the noise resulted in ventricular pacing inhibition.